Manufacturer narrative:
Pending engineering evaluation.

Event description:
A total anatomic shoulder was converted to a reverse due to the patient recently complaining of recurrent dislocation.

Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of recurrent humeral head subluxation and glenoid edge loading, which can sometimes occur with anatomic total shoulder arthroplasty, particularly when the patient's ortator cuff is weakening.

Event description:
A total anatomic shoulder was converted to a reverse due to the patient recently complaining of recurrent dislocation.